Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer mother reported via phone call that the insulin pump alarmed compromised for sensor during the bolus procedure. The alarm occurred about three months ago. It was stated that the insulin pump was working just fine. The blood glucose readings have been stable since the even occurred. There were no significant events prior to the alarm. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.